Manufacturer narrative:
Date of death and event date are unknown. (B)(6) 2020 was entered as an approximate date. Product analysis: product analysis: no product was returned.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a few days following the implant of this transcatheter bioprosthetic valve, the patient deteriorated. Echocardiogram showed severe aortic regurgitation. The patient went into cardiac arrest and subsequently died. Post-mortem observation showed a leaflet stuck on the side of the valve.